Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in a 32-year-old female patient who had essure (batch no. A27191) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gallbladder disease in (B)(6). Previously administered products included for an unreported indication: mirena. Concurrent conditions included uti, night sweats, dysfunctional uterine bleeding and ovarian cyst. Concomitant products included cyclobenzaprine hydrochloride (flexeril), diazepam (valium), naproxen and tramadol. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2016, 3 years 7 months after insertion of essure, the patient experienced urge incontinence ("bladder or urinary problems or changes "). On (B)(6) 2017, the patient experienced abdominal pain ("abdominal pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (laparoscopic bilateral salpingostomy with bilateral salpingectomy with removal of essure device) and surgery (ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, urge incontinence and abdominal pain outcome was unknown. The reporter considered abdominal pain, menorrhagia, pelvic pain, urge incontinence and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-sep-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in a 32-year-old female patient who had essure (batch no. A27191) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gallbladder disease in 2015. Previously administered products included for an unreported indication: mirena. Concurrent conditions included uti, night sweats, dysfunctional uterine bleeding and ovarian cyst. Concomitant products included cyclobenzaprine hydrochloride (flexeril), diazepam (valium), naproxen and tramadol. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2016, 3 years 7 months after insertion of essure, the patient experienced urge incontinence ("bladder or urinary problems or changes "). On (B)(6) 2017, the patient experienced abdominal pain ("abdominal pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (laparoscopic bilateral salpingostomy with bilateral salpingectomy with removal of essure device) and surgery (ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, urge incontinence and abdominal pain outcome was unknown. The reporter considered abdominal pain, menorrhagia, pelvic pain, urge incontinence and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events vaginal bleeding, menorrhagia, urge incontinence, abdominal pain were added. Lot number & lab data updated. Historical & concomitant conditions drugs were added. Product, patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (plaintiff had surgery to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.